Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent minimum fill notifications occurred after filling multiple cartridges with 100-200 units of insulin. Blood glucose level was not impacted. Reportedly, the customer completed the load sequence successfully and resumed insulin delivery.